Event description:
It was reported insufficient ice occurred due to device malfunction. During a cryoablation procedure, an icefx system us refurbished was reported to have temperature issues both with heating and cooling. This device malfunction resulted in insufficient ice formation for the three needles used in the procedure. Procedure completed with original device. No patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: icefx sn (B)(6) was returned to arden hills for analysis. The icefx was analyzed. Inspected the system internally, electrical connections were good. Booted-up the system. The date of the procedure in the icefx was different from the reported event date in gcms by one day, ((B)(6) 2024 in the icefx and (B)(6) 2024 in gcms). Reviewed the log files, there were no errors during the procedure on (B)(6) 2024. Performed a freeze/I-thaw, using all four channels with ice rod cx 1.5 mm needles. The ice formation looked normal with some variation between needles. At nine minutes the freeze was ended. The needle temperatures did not reach the expected lowest value of < -120 degrees celsius. This normally occurs in the first 1-3 minutes of freezing. Channel dynamic gas pressures were within the normal range. Channel temperatures 1 thru 3 held steady, while channel 4 varied by 2 degrees celsius. Active thawing, (I-thaw) performed as expected. Performed a second test, with an ice-pearl cx 2.1 mm needle. This needle has higher gas flow, it reached its lowest expected value, < -140 degrees celsius in the normal time. I-thaw performed as expected. Not reaching the lowest expected temperature is most likely caused by degraded desiccant in the gas system. Performed the functional check, all testing passed. Confirmed the customer rep complaint that the system experienced temperature issues and slow ice growth.

Event description:
It was reported insufficient ice occurred due to device malfunction. During a cryoablation procedure, an icefx system us refurbished was reported to have temperature issues both with heating and cooling. This device malfunction resulted in insufficient ice formation for the three needles used in the procedure. Procedure completed with original device. No patient complications reported.